Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01. Annex c: c07. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: motor stall" issue confirmed functionally and visually. On 11/12/2024 the lvp was received unboxed and with paperwork. Workmanship issue, the lower cam bearing is unseated. The cam bearing alignment directly affects the pump shaft encoder wheel positioning within the optical sensor. The wheel positioning was shifted to the point where it caused a mechanical interference wit the sensor and thus stalled the motor. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had motor stall issue. There was no patient involvement.

Event description:
It was reported that the device had motor stall issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.